Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h6 codes. Additional defect was found during device evaluation: the device does not start. Based on the results of the investigation, it is likely that the device does not start due to a faulty electrical board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the screen of the high definition lcd monitor was not displayed when using sdi input 1. The issue occurred when preparing the monitor for use in a diagnostic endoscopy procedure. There was no delay and the procedure was completed using sdi input 2 on the monitor. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and no image was displayed. Also, evaluation found the bezel and rear cover were cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.